Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10j19016, h10i15049 and h10j20071 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported the following. On an unreported date, the patient had the catheter changed. In (B)(6) 2011, the patient developed peritonitis and was not hospitalized. Treatment was not reported. Dianeal therapy was ongoing. On an unreported date in 2011, the patient had recovered. The consumer did not provide an opinion of causality.